Event description:
A surgeon reported that six of twelve patients had postoperative intraocular pressures ranging from 40 to 50 mmhg. Additional information was received from the surgeon reporting the event was treated with medication and anterior chamber paracentesis. The surgeon indicated it was the only day he had used this product. However, he stated, he paid careful attention to removal of the product at termination of the case. There are six reports filed for this event; this is for patient two.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. Product history records could not be reviewed because the reporter did not provide a lot number, or any identification traceable to the manufacturing documentation. Additional information was requested; a completed questionaire was received. (B) (4)